Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported repeatedly receiving no delivery alarms while his blood glucose was 400 mg/dl. The customer stated he changed out the set and when there was no reservoir in the insulin pump, it still alarmed. During troubleshooting, a fixed prime was performed and insulin exited. The customer also treated with manual injection. The customer will not be returning the device for analysis at this time.